Event description:
It was reported that this right ventricular (rv) lead was explanted due to an infection. No additional adverse patient effects were reported. This device will not be returned.

Manufacturer narrative:
Corrected fields: h6 impact codes and device codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an infection. No additional adverse patient effects were reported. This device will not be returned.